Event description:
It was reported accolade tmzf stem trunnion wore off and head was floating in joint.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown head. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.